Manufacturer narrative:
The implant has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported regression in left side mandibular advancement using the pmd for bilateral distraction of a patient. The right side advanced as planned, the left side was observed on x-ray with reduced distraction between days six and nine post-operatively. The regression was detected and corrected with no harm to the patient. At day 12 post-operatively it was reported the patient was aligned as planned and distraction was completed.

Manufacturer narrative:
The reported event could be confirmed. Within visual investigation it was found that the returned devices show marks of usage. Each footplate of each returned distractor show marks of usage resulting from screw insertion and extraction. The visual inspection of the thread of the drive shaft of each returned distractor showed no indication for a manufacturing related issue. The turning mechanism of the thread of each distractor was checked. Each turning mechanism could be easily activated. Based on the investigation of the returned products and based on the available device testing related to CAPA evaluation and patient case data the following hypothesis for the root cause can be concluded: screw loosening, likely related to the poor bone quality, occurred and thereby the loss of fixation of the distractor¿s footplate on the bone took place. The normal mandible movements and applied loads on the loose distractor footplates led to an increased relative movement between the slider and the threaded rod. As a result the resistance against slider movement (considering friction of components like slider, screws, housing and threaded rod with direct contact) was exceeded and a reverse movement occurred. No indication was found that the determined observation was a design, material or manufacturing related issue.

Event description:
It was reported regression in left side mandibular advancement using the pmd for bilateral distraction of a patient. The right side advanced as planned, the left side was observed on x-ray with reduced distraction between days six and nine post-operatively. The regression was detected and corrected with no harm to the patient. At day 12 post-operatively it was reported the patient was aligned as planned and distraction was completed.